Event description:
It was reported that during a coronary drug-eluting stenting treatment procedure, stent damage occurred. The 99% stenosed target lesion was located in the moderately tortuous an severely calcified proximal right coronary artery (rca). After the lesion was predilated with a 2.5x15mm non-bsc balloon, the degree of stenosis was reduced to 50%. A 3.00x20mm taxus liberte stent delivery system (sds) was advanced but would not cross the lesion. When the sds was pulled back into the guide catheter slight resistance was felt. The device was examined outside the patient and stent damage was noted. No patient complications were reported. The procedure was completed with another of the same device and the patient's current condition is listed as "good."

Manufacturer narrative:
(B) (6). (B) (4).